Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 as they were not breathing. The cause of death was cardiac arrest, diabetic ketoacidosis, and acute gastro-intestinal bleeding. The customer had laid down to take a nap and was later found not breathing, was hospitalized and then put on life support. The caller stated that the customer had no known diabetes complications , kidney disease, heart disease, stroke(s), or infection. The customer's blood glucose was 1600 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected 1 day prior to passing. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the unexpected restart test. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.